Event description:
The pt sent an email in 2008, indicating that the pt experienced itching in both eyes and an "infection" in the left eye during spring of 2007. Multiple attempts were made to contact the pt to obtain additional info and the product in question; the pt did not respond. No additional info is available at this time. Since an "infection" may or may not be considered to be a reportable event, this event is being reported worst case. Will report any further info within 30 days should any additional info becomes available. All MDR events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.